Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling and infection resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a skin flap infection and edema. The recipient is presenting with head pain, decreased performance, tiredness, tinnitus, swelling and resonance noises. The surgeon drained the edema. An infection analysis confirmed skin flap infection and as two different staphylococcus. The recipient was given antibiotherapy, however, the issues did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics cannot obtain anymore information due to patient privacy laws. The recipient's swelling has decreased. The recipient's device will reportedly not be explanted at this time. The recipient is using the device. The recipient continues to be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.